Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blank display, failed battery alert on insulin pump. Customer's blood glucose value was 316 mg/dl and treated with manual injections. Customer declined troubleshoot for high blood level. Troubleshoot was performed. Pump alarmed with replace battery now. Customer stated contacts are neither missing nor damaged. Customer received battery failed alarm. The customer was advised to revert to the backup plan. The insulin pump will not be returned for analysis.